Manufacturer narrative:
In the initial report, the dates provided was inadvertently reported as (B)(6) 2018 and presented on (B)(6) 2018, however the correct date are (B)(6) 2019 and presented on (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The excimer laser was examined and tested at the customer location by an jjsv field service specialist (fss).laser alignment and calibrations were checked and re-done during the re-installation in the same operating room. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with overcorrection on both eyes (ou). It was stated that the patient experienced loss of 2 lines of best spectacle corrected visual acuity (bscav). The treating surgeon indicated a retreatment will be performed, however, at this time, will postpone at least 3 to 6 months since is expecting regression.